Event description:
Boston scientific received information that this patient developed a spontaneous ventricular arrhythmia during dialysis. Despite delivery of eight (8) shock therapies, the arrhythmia was not terminated. The arrhythmia was terminated following delivery of external defibrillation. The device was interrogated and an "open circuit detected while delivering shock" message (open screen fault#1005) was displayed. The episode was reviewed and all delivered shock impedance measurements were greater than 125 ohms. However, the recorded shock impedance measurements during manual shock lead integrity testing (slit) were normal. Technical services discussed troubleshooting techniques and the possibility of a lead issue. The patient was presented to the electrophysiology (ep) laboratory for noninvasive testing of the device/lead system. A ventricular arrhythmia was induced and the device failed to terminate the arrhythmia. The patient was rescued following delivery of external defibrillation. The patient was rescheduled for an invasive assessment of the device/lead system. The patient was presented back to the ep laboratory, the pocket was opened and the device exposed for examination. A tug test was performed which verified that the terminal pins of the rv defibrillation lead were secure in the header. An r-wave synchronous shock was performed and a similar "open circuit detected while delivery shock" message (open screen fault#1005) was displayed. The chronic rv defibrillation lead was extracted and replaced with a competitor's rv defibrillation lead. Following delivery of an 11 joule synchronous shock, the device displayed another open screen fault #1005 message. A replacement device was connected to the replacement rv defibrillation lead and induction testing at 26 joules resulted in a normal shock impedance measurement (31 ohms). The chronic device and rv defibrillation lead were enroute to boston scientific's return products department.

Manufacturer narrative:
The device was returned to boston scientific's post market quality assurance laboratory and is currently undergoing laboratory testing.

Manufacturer narrative:
The device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the device header and case revealed no anomalies. An x-ray of the device was performed to evaluate the integrity of the device's internal components prior to destructive analysis; no irregularities were noted. Review of the device memory revealed high voltage system faults. The dates and total number of high voltage system faults correspond to the reported clinical observations. Manual electrical measurements revealed normal sensing and pacing functions. The device was capable of charging, but did not successfully deliver a shock (note: all three shock vectors were attempted during testing). Normal brady and slit measurements were confirmed during manual impedance testing. Collectively, the reported clinical observations and preliminary testing results suggested a potential problem within the module that controls shock therapy delivery in the device. The device's hybrid was thus carefully deprocessed for further electrical characterization. Probes were connected to multiple points on the shock therapy delivery module, so that measurements could be taken to identify any abnormal voltage-current relationships. An open electrical pathway was identified within the module. X-ray analysis of the diode component that initiates shock therapy delivery revealed that the connection from the diode to the printed circuit board was open. The open connection condition was a result of a separation of the conductive epoxy bond between the diode and the printed circuit board. Voids in the encapsulating material above this component were also noted.